Event description:
Pt status post click-x construct, levels l3 to s1, implanted approx 2007 returned to another surgeon complaining of pain. An x-ray on an unk date showed one broken screw and one broken rod. Surgeon removed screws and caps, 3-d heads at l5 right and left side, at level s1 removed screws, caps, 3-d heads right and left side, and two rods. It is not known which screw was broken, four were removed and replaced. It is not known which rod is broken 2 were removed and replaced. Surgeon also replaced seven caps for integrity of the construct. This is four of five reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.